Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The longevity appeared to have decreased 1.5 years in 1 year. No data analysis from the device was reported to have been performed by technical services (ts) at this time. The device remains in service. The physician decided to continue to monitor the device. No adverse patient effects were reported.